Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that upon opening the packaging the tubing was dirty and a white powdery residue was seen on the irrigation tip.

Manufacturer narrative:
The foreign material condition was confirmed on the products received. Likely root causes are: manufacturing/assembly error; incorrect or inadequate packaging; severe shipping conditions; user error in not properly inspecting unit prior to use, as per risk documents. We concluded the most probable root causes to be: severe shipping conditions due to visual inspection, investigation findings and risk documents. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that upon opening the packaging the tubing was dirty and a white powdery residue was seen on the irrigation tip.